Event description:
It was reported that the patient had syncope/near syncope and that the device may have possibly shocked for afib (atrial fibrillation) with rvr (rapid ventricular response). The device remains in use. No patient complications have been reported as a result of this event.